Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that the remaining estimated longevity of this pacemaker device decreased from 3 years to the end of life (eol) indicator over the course of 2 years. No data analysis from this device was performed. This device was explanted. No additional adverse patient effects were reported. At this time, there is no indication of product return.

Event description:
It was reported that the remaining estimated longevity of this pacemaker device decreased from 3 years to the end of life (eol) indicator over the course of 2 years. No data analysis from this device was performed. This device was explanted. No additional adverse patient effects were reported. At this time, there is no indication of product return.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note this pacemakers battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.